Event description:
It was reported that the patient underwent an internal fixation surgery at l1-2. It was reported that the screw slipped. The screw was exchanged for a new screw. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.